Event description:
Add'l other ID number: normal saline volume 260cc. Fifty-nine yr old female had saline implant placed on left side in 1991. Reutrned to hosp 1/95 with deflated implant plus has been diagnosed with lupus & has been having problems with joint disease. Desired implant removal & this was done.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.